Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he recently went to the emergency room due to a blood glucose level of 402 mg/dl. Blood glucose level at the time of the call was 140 mg/dl. The customer reported that he recently had blood glucose levels as high as 424, 450, and 499 mg/dl. The customer also reported receiving large differences between sensor and blood glucose level readings. The customer did not completed troubleshooting at the time of the call due to not feeling well. The insulin pump was not replaced or returned for analysis.